Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(6)

Event description:
It was reported that the patient had been admitted to the hospital for overdose. The patient had a recent refill. Symptoms included sedation and drowsy. The patient was on a narcan drip. It was unknown what the pump system was delivering. Additional information has been requested, but was not available as of the date of this report.